Event description:
The consumer reported the receiving a burn from the heating pad. He received a small burn to his right hand which resulted in a small scar. The consumer stated he has sleeping with the heating pad at the time of the incident which is contrary to proper use instruction.